Event description:
A caller reported an issue with their continuous glucose monitor, specifically referencing cgm error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer was provided with complete pump reset information by technical support and was instructed to reset the pump at their convenience. After reset pump reset cgm error code did not reappear. Caller successfully started their sensor session.